Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the lead had increased impedance, noise and an elevated sensing integrity counter (sic) count.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead developed a fracture which resulted in the patient receiving multiple inappropriate therapies. The lead was capped and replaced. No further patient complications have been reported as a result of this event.